Manufacturer narrative:
The device history records for radiesse lot 1018430 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for these lots.

Event description:
A physician reported that a patient experienced minor facial swelling two weeks post radiesse injection, and two weeks after that, she experienced a large amount of swelling on face, neck, and hands. The patient went to the emergency room (ER); had a cat scan that showed inflammation. She was given "IV antibiotics", name and dose unk, and released. At home, she was treated with oral clindamycin and levaquin, dose and frequency were unk; she had to discontinue the medications due to rash on arm and neck and upset stomach. During consultation with the injecting physician, a correction was noted, the patient was given oral antibiotics in the ER prophylactically and improved, but subsequently developed a rash on her arms and hands and had to discontinue them. Neck swelling rebounded and the patient returned to see the injecting physician; she also had swollen nodes, thus she was restarted on oral erythromycin, 250 mg, bid for 10 days. The physician confirmed severe neck swelling. No respiratory distress noted. Dr. (B)(6) did not believe the event was related to radiesse. On (B)(6) 2010, update received from the facility stating the patient's swelling is "down", and that she is "feeling better".